Manufacturer narrative:
3m was not able to obtain add'l info during our investigation of the event. Therefore, there is not enough info to determine the cause or conditions that contributed to this event.

Event description:
3m received info that a pt had a CABG surgery while on anticoagulant. The doctors took out the radial artery, applied ss s, and then proceeded to the rest of the surgery. The ss s fell off by the end of surgery and the wound dehisced. They then used staples to close the incision.